Manufacturer narrative:
(B)(4). Concomitant medical products- persona ps standard cemented femoral component, catalog # 42500606202, lot # 62689656, persona ps fixed articular surface, catalog # 42521400711, lot # 62604173, persona all poly patella, catalog # 42540000032, lot # 62929021. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00073, 0002648920-2019-00203, 0002648920-2019-00204. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty about four years ago. Subsequently, the patient experienced wound leakage a couple months post op. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product, pictures, or medical records were provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.